Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was a defective drivetrain motor, likely as a result of normal wear and tear. The autopulse platform was manufactured in october 2013, and it is more than 7 years old, well beyond the expected service life of 5 years. During visual inspection, no physical damage was observed. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. This observation is not related to the reported complaint. The platform failed the initial functional testing due to the fault code 16, thus confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor. When the bushing was slipping, the drive train motor will seize unable to rotate or making a grinding noise during take-up. To remedy the reported issue, the defective drive train motor was replaced. A review of the platform archive data was performed, and it showed fault code 16 occurred around the reported event date, thus confirming the reported complaint. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4) .

Event description:
The autopulse platform (sn (B)(4) ) displayed fault code 16 (timeout during take-up) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.